Event description:
It was reported that the patient experienced loss of stimulation coverage. X-ray revealed significant lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. No device malfunction suspected. The explanted leads were discarded.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family:scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7083634.